Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following the successful implant of this cardiac resynchronization therapy defibrillator system, oversensing of noisy signals were observed on this left bundle branch (lbb) lead. Technical services provided troubleshooting recommendations. Additional information from the field representative provided the cause of the noise was not discovered. However, during the post operation check the following day no noise or oversensing were observed. No other actions were taken at this time. This lbb lead remains in service. No adverse patient effects were reported.